Event description:
In 2008, the patient reported that before bed the previous night, her blood glucose measured 125 mg/dl and at 7 am when she woke up her blood glucose was elevated to 260 mg/dl. She changed her infusion site and bolused to lower her blood glucose. At 8 am she ate breakfast and at 10 am her blood glucose measured 200 mg/dl. At 12 pm her blood glucose measured 240 mg/dl and at 3 pm her blood glucose measured 249 mg/dl. She again bolused and found air bubbles in the luer of the infusion set. She changed the infusion set and bolused. Her blood glucose then decreased. No further information is available. Product was requested to be returned for evaluation.